Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. Customer was performing pacemaker insertion procedure, staff could not save images to the disk drives but could still see live fluoroscopy and proceeded with the case completion. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the system is displaying 'image disk full, please delete exams', unable to acquire and save images. Upon troubleshooting, fse found low disk space on the frontal ippc. Review of the log file showed malfunctioning frontal ip-pc. Fse recreated both frontal and lateral image drives. Additionally, the mpdu control board and the os drive for the frontal ippc were replaced. Fse recommended to replace pc if its happens again. After that the system was returned to use in good working order. The cause of the malfunctioning frontal ip-pc could not be conclusively determined by the supplier's part analysis, however the recreation of both frontal and lateral image drives, replacement of mpdu control board and the os drive for the frontal ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system is displaying "image disk full, please delete exams", preventing imaging. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and recreated both frontal and lateral image drives. The device was returned to use in good working order.